Event description:
Procedure: bladder. According to the reporter: the seal came off one trocar and the foam was not on one of the trocars. No blood loss or operating room time delay reported. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. (B)(4).

Manufacturer narrative:
(B)(4).